Manufacturer narrative:
Complaint number (B)(4). The device was received and sent to atricure engineering for analysis. The broken cable was confirmed upon receipt of complaint. The cable failed at the quick connect assembly.

Manufacturer narrative:
(B)(4). The device has not yet been returned to atricure for evaluation. If additional information is received a supplemental report will be submitted. Not returned to manufacturer.

Event description:
At the beginning of the open heart procedure, (CABG x3 - lima to lad, svg to om, svg to distal rca) the surgeon was using a retractor and as he was tightening it in place, the arm snapped causing it to break. Most of the pieces of the retractor fell inside the patient's chest. The surgeon proceeded to collect the metal pieces out of the chest and a chest x-ray was performed immediately after retrieval to confirm no pieces of the device remained. The patient's chest was x-rayed a second time after the procedure was completed and it was confirmed that all device pieces had been removed successfully. As a result of the issue the case was prolonged by approximately 30-60 minutes. A post-operative CT scan was also performed prior to the patient leaving sicu. Patient is currently reported to be doing well.